Event description:
It was reported that this lead was presenting high impedance. Later on, an x-ray was performed and a possible insulation issue was noted. No additional information is available at the moment. The device remains in service. No additional adverse patient effects were reported.